Event description:
Customer reported in the middle of october her blood glucose was sky high and she couldn't get them to lower. Customer's blood glucose was 300 or 400 mg/dl. Customer ended up going to the hospital. Customer was given manual injections to treat. The next day customer was put on the device and everything worked fine. Customer stated she doesn't wear the sensor because it doesn't work for her. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.